Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and after following these instructions, the caller successfully began their sensor session without further errors.